Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. The weekly pace measurement log data shows a gradual increase for minimum and maximum ventricular pace = 744 to 3328 ohms peak between (B)(6) 2009 and (B)(6) 2011. There were patient alerts for right ventricular pace lead impedance of greater than 3000 ohms on (B)(6) 2011. There was oversensing noted and there was a non-sustained tachycardia episode less than or equal to 150 ms average v-cycle between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the lead had a steady increase in right ventricular (rv) pace impedance and a patient alert was triggered for high impedance. It was also reported that the electrogram showed one fib sense that appeared as noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.